Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula in the right axillary artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was normal.

Manufacturer narrative:
Device evaluated by MFR: a mustang 8mm x 4cm, 20atm, 75cm,was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 57mm in length and extended from a position 11mm proximal of the proximal markerband to 6mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula in the right axillary artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was normal.